Event description:
It was reported by the patient at a clinic visit that the device was "flipping" when lying sideways and reported manipulation of the device. It was also reported that the right atrial (ra) and right ventricular (rv) leads had been having polarity switches, but testing could not be completed due to the patient being in atrial flutter. It was noted that the ra and rv lead triggered a lead warning approximately two months prior to the clinic visit. The lead warning was triggered due to the ra lead having a low impedance value and unipolar impedance was higher than bipolar impedance. Additionally, the rv lead showed a low impedance value, noise, and no r-waves. X-ray results revealed that the leads were intertwined or twisted around on another; therefore, twiddler's syndrome was suspected. Both ra and rv leads were explanted and replaced. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and revealed that the proximal conductor fractured. It was noted that all conductors were distorted and had blood/body fluid (not obstructed), the distal conductor was distorted, all insulators were breached (clavicle-rib crush), the outer insulation was breached cut, and there was blood in/on the helix/lobe mechanism. Evaluation summary: (B)(4). The full lead was returned, analyzed, and revealed that the outer insulation was breached (clavicle-rib crush). It was noted that all conductors were distorted, the distal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix lobe mechanism, and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the proximal conductor fractured. It was noted that all conductors were distorted and had blood/body fluid (not obstructed), the distal conductor was distorted, all insulators were breached (clavicle-rib crush), the outer insulation was breached cut, and there was blood in/on the helix/lobe mechanism. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the outer insulation was breached (clavicle-rib crush). It was noted that all conductors were distorted, the distal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix lobe mechanism, and the lead was stretched. We did receive performance data collected from the device and have analyzed the data. A 98,656 low impedance paces post atrial lead warning on (B)(6) -2011. A 117 low impedance paces post ventricular lead warning on (B)(6)-2011.